Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: hungary. It is reported that the forceps burned the fingers of the customer, even when the pedal was released it continued to burn. The insulation appears to be damaged. Components in use listed as concomitant devices are: gk595r / bipol.forceps aag fl.str.0.6mm 120mm. Gk226 / bipolar foot control. Gn060 / bipolar coagulation unit.